Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet entered bg run mode after the user¿s cgm sensor expired and a new sensor was not started, which led the system to require manual blood glucose entry or cgm connection to resume automated dosing. Symptoms included no reported adverse clinical effects. Outcomes included resumption of automated dosing after the user paired a new cgm and completed sensor warmup, with blood glucose measured at 91 mg/dl upon reconnection. Investigation included a review of the use scenario and device behavior relative to cgm availability and bg run mode logic. Investigation of this case revealed that the device performed as designed by transitioning to bg run mode when cgm data were unavailable due to an expired sensor, and dosing resumed appropriately once a new cgm was connected and warmed up. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically failure to start a new cgm following sensor expiration.